Event description:
It was reported that the patient had three inappropriate shocks due to oversensing via reduced intrinsic amplitudes. There were no additional adverse patient effects. The device remains implanted.